Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-oct-2022, it was reported that patient faced event of infusion set tubing detached from tubing-tubing connector. The blood glucose level was high at the time of event therefore the patient was treated with correction blous via pump. No further information was available.